Event description:
Customer reported the alarm will not power on. The batteries have been replaced with a new supply and are in correctly. Customer reported there is no physical damage to the unit. The reported issue was discovered during set up; however, the date was not provided. No pt incident or injury was reported.

Manufacturer narrative:
Results: the returned product confirmed the reported issue. Eval revealed that the unit did not power on with new batteries. The unit does power up when using an external power source or 9v adaptor. However, the unit is missing the battery door and a flat battery contact is corroded. Note: the instructions for use states: batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. (B)(4).